Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire is bent when opening the package.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and guide wire for evaluation. The packaging was not returned. The guide wire was returned advanced through the catheter. Visual examination revealed one kink in the guide wire. No other defects or anomalies were found. The guide wire contained one kink 74 mm from the distal end. The returned guide wire was able to pass through the returned catheter with moderate resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The reported complaint a kinked guide wire was confirmed by complaint investigation. However, the packaging for the sac set was not returned with the sample. A device history record review was performed with no relevant findings. The probable root cause could not be determined as the packaging was not returned. However, based on past complaints of this nature, the likely root cause is shipping and handling. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the guide wire is bent when opening the package.